Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone while on the low volume position. This was due to a lifted pin on the piezo transducer. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that during testing at the user facility, the device did not sound an audible alarm tone during an alarm condition while on the low volume setting. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.